Event description:
During the clients surgical procedure, the da vinci vessel sealer instrument could not be removed from da vinci robotic arm #3. Da vinci help desk was contacted and instructions to remove instrument was given and was successfully removed. The da vinci help line agreed to create a detailed report on the malfunction due to surgeon's request.